Event description:
The patient came in for a kidney stone removal. After the surgery while in the recovery room, the patient was noted to have multiple pin size bleeding spots where the ECG adhesive monitoring pad had been on his back. The physician was notified, but no new orders were specified and no additional medical intervention was required. The patient had only seasonal allergies, no allergies to latex or adhesive, and their skin was in good condition otherwise. Additionally, the patient had no history of liver or renal failure and had good nutritional status. The pad was removed in or at the end of the case just before the patient was sent to the pacu. In this case, there was no special skin prep performed and no lotions or moisturizers were used on the skin. The pad was applied to the back, which was not the operative site. No skin debridement was done. The or staff literally opened the ECG pad and applied it to the patient's back. Staff reports that they have had other patients complain of a rash or redness in the same area that the ECG pad was placed, but no others have seen the pinpoint bleeding like this particular patient experienced. In other cases, if the patient had back hair (which this patient did not), the or staff used clippers to trim the hair before applying the pads. Staff reports that patients with and without back hair, and those with good skin conditions are experiencing redness, pain, itching, etc. After use of this device. Age does not appear to be a factor in whether or not the patient will have a reaction. In this case, the patient was lying on the pad during the procedure, which is the norm in our facility. After the or procedure, the pad stayed in place during their stay in recovery room. Once the patient recovered, the pad was removed from the patient's back just before they were transferred out of the unit. To our knowledge, no other devices interacted with the ECG pads, including warmers. We use warmed blankets after the or cases, but they are applied on the patient's anterior surface, not the back. The time that the pads were in place varies depending on the length of the or and the pacu time. However, staff is noticing these reactions to the device regardless of the time patients spent in either the or or the pacu. It remains unknown why this patient had this outcome, or what may have contributed to this event. Staff did not save the device or the packaging, however, the packaging on the other devices in the or from this time period were reference number 01-3130, lot number 0710021.